Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Event description:
Capsule contracture

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.update/correction to sections b4, d6b, g6, h2, h6, and h10

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.update/correction to sections b4, d6b, g6, h4, h2, h6, and h10

Event description:
Capsule contracture